Manufacturer narrative:
(B)(4). The omnilink elite peripheral stent system (part 11006-29, lot 647974) indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.

Event description:
It was reported that during a kissing stent technique procedure in the bifurcation of the common iliac artery, as the omnilink elite stent delivery system (sds) was advanced through a non-abbott 6f introducer sheath, resistance was met. As the sds exited the sheath, the unexpanded stent detached from the balloon and migrated to the left external iliac artery. The unexpanded stent was snared and removed. As the introducer sheath was exchanged for a larger size, the guide wire access was lost, which resulted in a large hematoma. Manual compression was applied. Another access site was used and a non-abbott stent was implanted on the left side. On the right side, as another omnilink elite sds was advanced through the non-abbott 6f sheath, resistance was met and the unexpanded stent began to slip from the balloon. The sds and sheath were removed as one unit before the stent dislodged from the balloon. A non-abbott stent was implanted. Due to the hematoma, the pt remained hospitalized for an unspecified amount of time for observation. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - sheath size was inappropriate for use with the device. Evaluation summary: analysis of the returned product revealed that the 10.0x39mm omnilink elite sds had blood on the relaxed balloon folds and the dislodged stent was not returned. The condition of the returned product appears to be consistent with the reported complaint. The 6f sheath used with the 10.0x39mm omnilink elite sds had no reported damage and it was not returned which may have aided in this complaint investigation. Information provided by the manufacturer of the sheath confirmed that the body ID of the 6f sheath is specified at 0.0885 inches and the distal tip ID at 0.084 inches. The omnilink elite instructions for use (IFU) reommends a minimum introducer (rec min intro) sheath of 6f with an ID of 0.087 inches (2.20mm). The distal sheath tip ID may have contributed to the reported difficulty to advance through the sheath. The dislodged stent was not returned which may have aided in the evaluation. The balloon folds of the 10.0x39mm sds were already relaxed from their originally folded position, which may have been a result of the handling or shipment without the protective sheath or crimped stent over the folds. During manufacturing, all stent delivery systems are visually inspected for shaft and stent damage, and a sampling of units is destructively tested to verify the crimped stent profile and stent dislodgement force. A review of the finished product device history records revealed no nonconforming material records associated with this lot, and the lot release testing met specification. Based on this review, there does not appear to be any indication of a lot-specific product quality deficiency. There were crimp marks between the balloon markers, suggesting that the stent had been crimped properly during manufacturing. As there was no reported shaft or stent damage to the device prior to use, interaction with a sheath ID less than the recommended minimum, particularly any retraction at the sheath tip, likely contributed to the reported dislodged stent, which was successfully retrieved from the anatomy by a snare. It was also reported that after difficulty advancing the 10.0x39mm omnilink elite sds and upon removing the sds dislodged stent, the physician exchanged the 6f sheath with a larger sheath; however, the guide wire position was lost which resulted in a hematoma at the access site. Manual compression was applied to treat the hematoma and the patient required prolonged hospitalization after the procedure. Access site complications, including this reported hematoma, are listed as potential adverse events in the omnilink elite IFU. In this case, the reported complaint appears to be related to user sheath size selection.

Event description:
The customer reported that the ac power module failed.